Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: one curved opening, red particle material found on the shell and in the gel, and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: one opening crease sharp, broken crease sharp, wear abrasion and stress marks. Based on the device analysis the final assessment is one crease sharp opening in the anterior side assessed as a fold flaw opening, and a sharp crease break in the posterior side assessed as a fold flaw opening.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. Device has been explanted.